Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported there was an error that results in a loss of mechanical ventilation during a case. The patient was switched to an ambu bag and case continued. There was no patient injury.